Manufacturer narrative:
The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the reported issue was caused by the vaporizer pneumatic block which needed to be replaced. We have not received any information stating if the anesthesia workstation is back in clinical use or not. The received logs confirm the reported issue but since the replaced part has not been returned for investigation, we are unable to determine the true cause of the fault.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).